Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act and up buttons dome switch. No unlocked j2/lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that up button and the act button were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.